Event description:
Pt receiving chemotherapy in normal saline solution to run at 42cc/hr over 24 hrs for seven days. The infusion finished early several times. One half hr early, 1 hr early, 1 1/4 hrs early, 1 1/2 hrs early, 1 3/4 hrs early and 2 1/2 hrs early. No pt injury reported.